Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 1000mcg/ml at a dose of 70mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy. The pump was implanted on (B)(6) 2014. The patient developed a post-op infection. An ultrasound of the abdomen was performed showing early or mild cellulitis anterior to pump. The entire device system was explanted on (B)(6) 2014. The old device had been explanted for at least six months and the patient was infection free at the time of the re-implant. The patient's status was reported as alive - no injury.

Event description:
On (B)(6) 2015, additional information was received from a company representative. From what the company representative recalled seeing in the chart, both the catheter and pump were explanted almost a month after implant ((B)(6) 2015) on (B)(6) 2014 due to infection. The company representative did not see the date (B)(6) 2014 in the chart. On (B)(6) 2015, the patient was re-implanted with a new device and there were no existing devices in the patient's body.

Event description:
On 2015-10-01, additional information was received from a company representative. From what the company representative recalled seeing in the chart, both the catheter and pump were explanted almost a month after implant ((B)(6) 2014) on (B)(6) 2014 due to infection. The company representative did not see the date (B)(6) 2014 in the chart. On (B)(6) 2015, the patient was re-implanted with a new device and there were no existing devices in the patient's body.